Manufacturer narrative:
The complaint that the needle was not fully retracting was confirmed and the cause was likely manufacturing related. Three photographs were provided for investigation. The photos showed an insyte autoguard needle and safety shield. The sample exhibited evidence of use. What appeared to be blood residue was visible within the needle hub. The safety mechanism had been activated, and the needle was partially retracted; however, the needle hub was stopped at the interface between the barrel and grip components of the safety shield. Component damage at the interface likely prevented the needle hub from fully retracting within the shield. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: needle not retracting with insyte autoguard 22ga 1in (B)(6) 2025. 1. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No. 2. When you pressed the button, did the needle fully retract? No, the needle did not retract at all. 3. Did the needle retract slower than normal? N/a, needle did not retract. 4. Did the needle start retracting and then stop, leaving the needle exposed? No, the needle did not retract at all. 5. Did the needle not move at all after pressing the button? Correct. The needle did not move at all, or retract, after pressing the button. 6. Did the button depress? Yes, the button depressed.